Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/14/2023. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle on the cannula was manipulated to retract and extend the intact c-ring. There were no visual difficulties observed. The blue toggle on the harvesting device was manipulated to retract and extend the cutter blade. There were no visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was not confirmed. The lot # 3000308060 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during the middle of an endoscopic vein harvesting procedure, it was discovered that the vasoview 7 xb bisector (us) cannula slot for the light cord would not allow the scope to seat properly in place. The scope would not click into the cannula, and the c ring was visible the entire time. A new kit was opened to complete the case. Minor delay in completing the case. No patient injury.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.